Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis; however, no alarms were reproduced during testing. Log files were submitted and downloaded for review and data revealed driveline power fault alarms starting on 25nov2025 at 20:36:55 that were associated with a pwr_a_broken faults. The driveline power fault alarm did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 vad modular cable (lot number: unknown) was returned for analysis and no notable damage was observed to the outer jacket. The modular cable was functionally tested and passed mock circulatory testing without any issue or alarms activating. The resistances measured from the internal wiring was unremarkable. The outer jacket was stripped from the cable and no damage was observed on underlying wires. Additional information states the system controller and modular cable exchange resolved the alarm, and the lot number of the modular cable was unknown. The root cause of the reported event could not be determined off the information provided. No lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) (rev. D) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook (rev. A) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having driveline power fault alarm. It was planned to exchange the system controller and modular cable in clinic. Log files captured driveline power fault alarms beginning at 8:36 pm on 25nov2025. It was noted that a single low flow flag on 25nov2025 that was not sustained for long enough (at least 10 seconds) to activate the audible alarm. Log files also captured 2 power losses to the mobile power unit (mpu) on 25nov2025 and 26nov2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. Log files noted a few odd low power advisories on 26nov2025 that did not appear to be associated with a power exchange. There were no other unusual events recorded in the log files. The mechanical circulatory support (mcs) equipment was operating as intended. The modular cable and the system controller were exchanged. The mpu did have a locking mechanism. The system controller and modular cable exchange resolved the driveline power fault alarm. The cause of the low flow alarms was not identified, and the low flow advisories was being monitored at routine visits. The mpu did have a v-lock connector on the ac power cord. The ac power cord didn't come loose at the wall outlet. The ac power cord didn't come loose from the back of the unit. There were no environmental circumstances that would have affected the ac power at the time of the event. The mpu was not intended to return.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.